Event description:
It was reported that during device change out, externalized conductors were observed on fluoroscopy. High capture threshold was also noted. Lead was capped and replaced. Patients condition was stable after the procedure.